Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The pump was reset, and the customer continued to use the pump for insulin therapy. It was also reported that the pump battery could not be charged. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different usb cable. Customer¿s blood glucose value was 300's mg/dl.